Manufacturer narrative:
It was reported that the involved patient died. The death is investigated and reported in MDR 1218950-2017-05089.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displayed a "battery error". It was reported that the involved patient died.